Event description:
Customer reported that system was giving a whining noise and a burnt odor. No smoke or active fire was reported. Account also reported system shut down unexpectedly however, there was no patient involvement.

Manufacturer narrative:
Outcomes attributed to adverse event/other serious (important medical events) was checked in error. There was no adverse event reported. (B)(4). Additional information stated that the field service specialist replaced the fan and also replaced the module. The system was repaired on site. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Field service specialist visited account after the event. He replaced the power supply and tested, tested the fan and the input module. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
The returned power supply was functionally tested and noticed that a screw was stuck inside the power supply. There was no power up on startup test and the board was short circuit. The power supply was scrapped. The screw could be the potential cause for power supply board short circuit failure; however a definitive cause for reported issue cannot be determined. The system (device) was repaired on site and returned to customer as previously reported in the initial report.

Manufacturer narrative:
The manufacturer report number should have been 3006695864. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.